Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Nitinol guidewire and one 21 g introducer needle were returned for evaluation. An initial visual observation showed use residue on the returned samples. A kink was observed in the coiled wire section of the guidewire approximately 1.8 cm proximal to its distal tip. A microscopic observation revealed no damage or defect on or within the returned needle, and no additional kinks or other damage were observed in the guidewire. The guidewire was found to be able to pass through the returned introducer needle; however, resistance was observed when the kinked section of the guidewire passed into the cannula of the needle. While the exact cause of the kink in the guidewire is unknown, possible causes include damage during packaging, handling, and use. A lot history review (lhr) of redy0688 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a problem of the guide which did not pass well in the puncture needle during an installation of PICC line bard 2x channels. Clinical consequences observed: obliged to transplant the patient and provide a new bard kit. 04/14/2021- returned wire was found to be kinked.